Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure the stylet would not advance through the lead. The lead was not used and a new lead was implanted. The patient was in a stable condition.